Event description:
As reported: "the case is old and worn in some places and releases anomalous residues during sterilization. It is therefore not possible to proceed with the sterilization nor use it."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and it matches the alleged failure. The received plastic base asnis iii case 3/4 length was visually inspected we can clearly see that the laser marking on the product has started to wear off which indicates that the device is in usage over a period of time. The black marking is dust accumulation over the device. A review of the labeling did not indicate any abnormalities. Due to the fact that this device was manufactured and in usage for more than 10 years of compliant performance, any material or manufacturing related issues can be excluded as this would have been evident in the beginning of life of the device. No corrective actions are required at this time. The root cause of this occurrence can be attributed to wear and tear over a period of time. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the case is old and worn in some places and releases anomalous residues during sterilization. It is therefore not possible to proceed with the sterilization nor use it."